Manufacturer narrative:
Concomitant product(s): clarification sent requesting number of current leads/anchors implanted. This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty recharging her scs system due to its mid-back location. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a different model. Effective pain relief was achieved postoperatively thus resolving the issue.